Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread was torn.

Manufacturer narrative:
Samples received: 5 open racepacks. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received five open and used samples with the thread broken. However, without any closed sample we cannot carry out an analysis in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Remarks: when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Anyway, you will receive a credit note for the units sent for analysis. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.